Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a failure of the device¿s lcd screen was observed. The device's oxygen blending module board and lcd display were replaced to address the issues.